Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure a piece of the wire slivered off into the pt. The physician was able to retrieve the fragment. The procedure was completed with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that reivew, a supplemental medwatch will be filed.